Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire core separation appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that during the procedure, the core became kinked. Further manipulation of the guide wire ultimately resulted in the core separation. The facture faces at the separation appeared jagged and bent as if kinked prior to separation. Corrosion was noted on the guide wire, and likely a result of exposure to the elements during transit back to abbott vascular for analysis. The noted teflon coating damage likely occurred during retraction through the torque device and/or other devices used in the procedure. The noted kink on the core likely occurred during packing for return analysis. It was reported that the bmw universal ii guidewire was used to implant a coronary sinus (cs) lead. When the external sheath was removed, the cs lead prolapsed while the guide wire was still in the cs. When attempting to advance a new sheath over the bmw guide wire, approximately six inches of the distal portion of the wire broke off in the super vena cava. A catheter and a snare device were used to retrieve the separated portion. Additionally, it was noted that the guide wire was used past expiration. There was no injury to the patient and no clinically significant delay during the procedure. A non-abbott guide wire was used to complete the procedure. It should be noted that instructions for use guide wire hi-torque guide wires for ptca, pta, stents, with ce state: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these instructions. Failure to do so may result in complications. Refer to the instructions supplied with any interventional devices to be used in conjunction with the hi torque guide wire for their intended uses, contraindications, and potential complications. It should also be noted that the IFU does not indicate or reference the expiration date. In this case, the reported used of the device after expiration date does not appear to have caused or contributed to the core separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the bmw universal ii guidewire was used with a coronary sinus (cs) lead. When the external sheath was removed, the cs lead prolapsed while the guide wire was still in the cs. When attempting to advance a new sheath over the bmw guide wire, approximately six inches of the distal portion of the wire broke off in the super vena cava. A catheter and a snare device were used to retrieve the separated portion. Additionally, it was noted that the guide wire was used past expiration. There was no injury to the patient and no clinically significant delay during the procedure. A non-abbott guide wire was used to complete the procedure. No additional information was provided.